Event description:
Nurse passed behind the bfw lightbox, smelled smoke, and turned off the lightbox; removed the light cord used for lighted retractor 1.4 x 3.25 and noticed burnt (black) material at the tip where it is connected to the lightbox. Also noticed middle core is burnt. No harm to patient or staff.